Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated they have tried new cannulas, infusion sets and reservoirs, but the alarm persisted. The customer's blood glucose was 427 mg/dl the day prior. Customer stated they were able to resolve the alarm with an infusion set change in the past. The customer declined to troubleshoot and requested a replacement insulin pump. Customer agreed to return the insulin pump for analysis.